Event description:
On (B)(6) 2024, we have been informed about an incident concerning skintact monitoring ECG electrodes ((B)(6) model ref.: unknown) from (B)(6) hospital in (B)(6), irland. The initial report stated "we have a patient who appears to have a contact allergy to the skintact ECG electrodes/stickers. We have been unable to determine the exact ingredients/materials in the stickers. I was wondering if this information would be available?" We have requested further information on the patient, if the allergy was determined to be underneath the gel or the adhesive, the monitoring duration and the medical treatment. No information was provided despite repeated requests even if and what treatment was necessary to treat the injury.

Manufacturer narrative:
The user and initial reporter did not specify an ECG electrode model therefore it is unclear which specific 510k is applicable. It has not been determined. As neither a lot number nor samples have been made available to us, no analyses could be performed. No information on the patient, skin type, state of skin, any skin preparation, whether any medication was being taken, which might have a skin weakening effect, duration of use and details of the use was provided. No conclusion regarding the cause of the "contact allergy" can be drawn. The incident is reported because it is unknown if and how the skin injury had to be treated. The incident might not constitute a reportable event. We have repeatedly requested (4 attempts) for further information and have not received any (questionnaire and requested information) despite several requests. We therefore consider the investigation and the complaint closed.